Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported the the po valve is blocked.

Manufacturer narrative:
The valve was received in a plastic bag and inserted in an unknown liquid. At the time of submission, the progav2.o valve was set to pressure range 8 cmh2o. A visual inspection was performed and scratches were observed on the valve. A permeability test was performed. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2oin the flow direction. The progav2.0 valve was permeable. An adjustment test was carried out with the standard progav2.0 check mate and measurement tool. The valve adjusted from 0 up to 20 cmh2o and down again in at the same steps of 5 cmh2o. The adjustments were possible. To measure the braking force, the valve was investigated with a braking force apparatus. The brake function test showed the brake force was in tolerance. The system functioned as intended. No further actions are required